Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not wearing the sensor due to weak signal issues. His blood glucose level was almost 500 mg/dl. He corrected his blood glucose level. The device was not returned.